Event description:
It was reported that a revision surgery was performed due to a dislocated knee. The femoral implant, the liner and the tibial base plate were removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on a review of the x-rays provided, the limited available information, and without the explanted devices the root cause of the reported recurrent dislocations resulting in the revision procedure cannot be determined. The impact to the patient cannot be concluded. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.